Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿not sure what to think about this recall¿, ¿experience was bad from the beginning¿, ¿huge implants which [patient] did not agree on¿, ¿they were too big for her petite frame weeks later but insisted they were fine¿, ¿just lost [patient's] self esteem from that moment on¿, and ¿rupture".

Event description:
Patient reported "I¿m not sure what to think about this recall", "experience was bad from the beginning", "huge implants" "too big for [patient's] petite frame" and "lost their self esteem from that moment" as well as "years later one would rupture". Device remains implanted. Unknown side.